Manufacturer narrative:
H3: the pipeline flex pusher and phenom-27 micro catheter were returned for analysis. No damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip and marker band. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The pipeline flex braid was already detached and not returned for analysis. The phenom-27 micro catheter total length was measured to be ~158.5cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref)=156.5cm, usable =150cm ± 5cm). Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was not returned for analysis. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. Customer reported all devices were prepared per IFU, pipeline not positioned in a bend, device was resheathed more than 2 times, and patient vessel tortuosity as moderate. There was no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c5 segment. The max diameter and neck diameter were 3mm. The patient's vessel tortuosity was moderate. The landing zone was 4mm distal and 4.3mm proximal. The access vessel was the femoral artery. It was reported that the tip of the pipeline could not be opened after being retracted, pushed, and pulled repeatedly. The pipeline had not been positioned in a bend, and more than 50% had been deployed when it failed to open. The device had been resheathed more than 2 times. The pipeline and microcatheter were replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed intact blood vessels and retention of contrast in the aneurysm. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a phenom microcatheter.